Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Share log review: no data. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.